Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service representative performed trouble shooting including inspecting the process path, replacing a worn process path pinion gear, and inspecting and cleaning the reagent carousel. The issue was resolved by replacing the probe (ln 8c94). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive troponin result on the architect i1000sr analyzer. The following data was provided: sid (B)(6) initial 0.049 repeated in duplicate as 0.000 the customer uses a cutoff of 0.040 there was no impact to patient management reported.